Event description:
A consumer reported following bilateral intraocular lens (iol) implant surgery that when driving at night he is almost blinded, due to rays of light from approaching cars. Additional information has been requested. There are two medical device reports for this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).